Event description:
During the pulmonary vein isolation procedure, after puncture and access, a large amount of air was aspirated from the valve of the introducer. Only the dilator was inserted into the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the introducer.